Event description:
Packaging damaged. The outer clamshell was opened and the outer box was dented. The inner clamshell fell out on its own and the surgeon requested another implant. They didn't have a second one; so this one was implanted. The product came from an expresscare set.